Event description:
Sporatically, the water in our ventilator chambers discolored (brownish, pinking, greenish) and there is particulate matter in the chamber water. The only thing we have been able to identify is the patients have received an inhaled medication through the vent circuit at some point in time. Therefore, no consistency of the medication delivered. On the children's hospital association list serve, there are other institutions reporting the same issue-all are reporting using the aerogen nebulizer. On the cha list serve there are other institutions experiencing the same issues with the vent chamber and the discolorations. The one item in common is that all are using the aerogen nebulizer. This patient was admitted for rsv and broncholitis and was on albuterol. There have been two separate prior occurrences involving water that is discolored in the vent chambers. In this instance, this patient was unharmed. The substance (discolored water) was sent off to a toxicologist and the report came back stating, "no significant metals/metalloids were found. This sample was consistent with water." This patient has since been discharged since the event. The product has been disposed off.